Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue and found the instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Additional findings not related to the reported complaint: the instrument was found to have thermal damage to the monopolar yaw pulley and distal clevis. Black char marks were noted to be thermally induced. The instrument was disassembled, which revealed that there was no damage to the conductor wire or internal components near it. Furthermore, there was no damage near the conductor wire¿s weld location and the instrument passed an electrical continuity test. The known common cause of this additional finding is mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a permanent cautery spatula instrument "was not working well." The procedure was completed with a backup instrument and there was no reported harm, injury, or adverse outcome. The customer reported that no fragments fell into the patient.